Event description:
I got the essure birth control in 2005 and experienced headaches every week for 8 years. In 2013 I began experiencing bone pounding pain in my left side and burning in my left low back. An x-ray showed a piece of the coil broke and was floating away from the coil. The left coil also looked like a fish hook which prompted my doctor's response "they don't look right" and the next thing I knew I was having my tubes and coils removed. A followup CT showed more fragments so another surgery 3 months later to remove my uterus and cervix. It's not fair that I had to go through this with a procedure the FDA approved as a safe and effective permanent (that means lifetime) birth control and only after a 5 year trial. Immediately after removal my headaches went away, and I haven't had one in 2.5 years. But shortly after removal I was diagnosed with raynaud's syndrome and now trying to figure out why my hands constantly feel like the tips of my fingers hurt so bad and they feel like they are going to explode. Severe pins and needles all day long. I can't sleep, zip zippers or button my kid's shirts. I'm consumed with the thought that those toxic pet fibers were released in my system and creating a slue of life long problems. I wish you could be me for just a day to know what I'm going through. Please stop bayer from implanting women with essure. It's toxic materials are slowly killing women all over the country.